Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post-operatively, the patient experienced pounding in abdomen. This symptom was later confirmed to be diaphragmatic stimulation. The initial fluoroscopy showed right atrial (ra) lead dislodgement. The following day the patient had the ra lead repositioned successfully. No further patient complications have been reported as a result of this event.